Event description:
During a paroxysmal supraventricular tachycardia procedure, a communication issue occurred causing a delay in procedure. The catheter was inserted into the patient and connected to the tactisys and ensite for use in voxel mode. However, the catheter was not displayed on the navigation, and an "se1 magnetic sensor issue" message appeared. The catheter was reconnected to ensite, and the ensite dws was restarted, but the magnetic sensor issue persisted. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. One image was provided to product performance engineering for evaluation. The provided image shows an error message on the ensite system, ¿catheter in port se1 has a magnetic sensor issue.¿ however, the magnetic sensor met specifications during electrical testing with no open or short circuits detected and the 10-pin connector eeprom met programming specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported communication issue and subsequent delay remains unknown.